Manufacturer narrative:
B4 : description was updated to align with the most recent information. H6: updated codes for "medical device problem", "type of investigation", "investigation findings", and "investigation conclusion". Phr: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates condition consistent with attempted deployment. The reported failure mode of failure to deploy is consistent with the findings of partial deployment. However, engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Investigation conclusions: the risk management file for the viabahn® device was reviewed and determined to be accurate and complete. No update is required. The reported inability to deploy and device bowstringing could not be independently confirmed. Engineering evaluation could not replicate the reported failure as the deployment mechanism was observed to be functional: deployment with traction applied at the endoprosthesis. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. Additionally, the field reports the following: "the deployment knob was functioning normally during rotation, but without the support of a rigid guide, the device could not open correctly." The IFU instructs users to verify an appropriately stiff guidewire is used during deployment, including if bowstringing is observed. Therefore, the root cause of the reported device failure modes is consistent with unintended use error as reported (i.e., user does not use a stiff guidewire of the appropriate specification (length, stiffness, or diameter). The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements as related to the cause for the device failure mode(s) reported in this complaint. The following is applicable: "if the endoprosthesis starts to bowstring, stop deployment and verify that an appropriately stiff guidewire is being used."

Event description:
The following information was reported to gore by the field sales associate (fsa): on (B)(6) 2024, the patient underwent an endovascular procedure where two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx devices) used, and as reported, did not open during the procedure. It was a retro branch of a custom-made terumo bolton device (terumo/bolton). Both vsx devices did not open while activating the deployment wire in the left subclavian artery (lsa). Fsa confirmed, the line/wire was not stuck in both instances, but it seems the issue was related to devices themselves as they curled up in a "bowstring" shape causing the device to fail during deployment in both instances. It was also reported, the deployment knob was functioning normally during rotation, but without the support of a rigid guide, the device could not open correctly. No resistance was felt during advancement of vsx devices, and no patient related conditions contributed to the event. The procedure was completed using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) 11x79 device and downstream a vsx 13x5 device, which opened correctly. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: device information regarding return requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore by the field sales associate (fsa): on (B)(6) 2024, the patient underwent an endovascular procedure where codes of the two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) devices did not open during the procedure. It was a retro branch of a custom-made terumo bolton device (terumo/bolton). Both vsx devices, did not open while activating the deployment wire in the left subclavian artery (lsa). No resistance was felt during advancement of vsx devices, and no patient related conditions contributed to the event. The procedure was completed using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) 11x79 device and downstream a vsx 13x5 device, which opened correctly. The patient tolerated the procedure.